Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the ins and lead removed on (B)(6) 2021 and per the operative report this was done because the interstim was "non-functioning". Caller unable to clarify further. No symptoms reported.